Event description:
It was reported that the device has an electrical short. No patient injury reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and physical damage was observed. Complaint of a short could not be reproduced. Unit did fail functional testing with a reset (power down/power back up) halfway through the high power test. Rf board needs recalibration only. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.